Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash on their left shoulder under the pad and under the front pad that is wet with open wounds but no bleeding. The patient stated they do have a history of sensitive skin and /or allergies. Doctor stated patient is allergic to the nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.